Event description:
It was reported that the closure device had a piece of the access system attached to it. A left atrial appendage (laa) closure procedure was being performed. A watchman access system (was) was positioned and a 21mm watchman laa closure device & delivery system (wds) were used. The closure device was deployed in the laa of the patient, but did not meet release criteria and needed to be fully recaptured. When the physician took the device out of the body there was a piece of the access system on the anchors. The physician then removed the was from the patient and continued the procedure. A new was and a new wds were used to successfully complete the procedure with the closure device implanted in the patient. There were no patient complications reported and the patient was fine following these events.

Event description:
It was reported that the closure device had a piece of the access system attached to it. A left atrial appendage (laa) closure procedure was being performed. A watchman access system (was) was positioned and a 21mm watchman laa closure device & delivery system (wds) were used. The closure device was deployed in the laa of the patient, but did not meet release criteria and needed to be fully recaptured. When the physician took the device out of the body there was a piece of the access system on the anchors. The physician then removed the was from the patient and continued the procedure. A new was and a new wds were used to successfully complete the procedure with the closure device implanted in the patient. There were no patient complications reported and the patient was fine following these events.

Manufacturer narrative:
The returned product consisted of a watchman access system and a watchman implant. The device was bloody. Analysis of the tip, shaft, and hub/valve included microscopic and visual inspection. Inspection revealed tip damage (distal portion of tip detached/delamination/misshapen/stretched). The detached portion of the tip tore circumferentially. Inspection of the rest of the device found no other damage or defect. The reported device damage was confirmed.